Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a lateral meniscal repair procedure, the trap door on the knee scorpion broke off. The surgeon was unable to locate the missing piece intraoperatively or post-op. *additional information requested. Additional information provided 8/16/2018: operative site was searched as well as the surrounding drapes and the floor. At procedure end scrub nurse went through the entire garbage and drapes again. Furniture was moved and entire floor was checked before mopping with no success in location the missing jaw. When surgeon took the x-ray during the procedure he could not see any foreign body at the surgical site.

Manufacturer narrative:
The related condition is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. Confirmed the knee scorpion jaw hardness to be within specification during device history record review. Standard function test could not be performed. Knee scorpion jaw was not returned along with complaint device. Unrelated, laser markings on the handle and the tip became rusted.